Event description:
A minimum fill notification was reported, leading the customer to attempt loading a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite reloading the original cartridge three times, cleaning the pneumatic tap area, and trying multiple new cartridges, the issue remained unresolved. Technical support guided the caller through troubleshooting and decided to escalate the case for further assistance.